Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump¿s screen is flashing white and will not stop flashing and beeping. Her blood glucose is unknown. She stated that she has the battery in her hand. During the display anomaly troubleshooting, the customer stated that she was trying to go around the corner and ran into the door frame with the pump. She was advised that the pump needed to be replaced, to discontinue use of the pump and to revert to a backup plan per her doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to display anomaly. The insulin pump was received with minor scratched display window and case.